Event description:
It was reported the programmer would not boot up, it gave errors with a blank screen. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the reported event; the programmer powered up without any errors. Analysis found the ECG (electrocardiogram) connector was very loose on the lem (link electronic module) printed circuit board assembly. The system fan was noisy. Product ID: 229047, serial# (B)(4).